Manufacturer narrative:
Device not returned.

Event description:
Reportedly patient expired due to unknown reasons "immediately after surgery". Unknown if patient death is device related. Information received on 12/5/2007: did not receive any patient information from the hospital. The hospital requires a written request from the patient's family before releasing any medical information.